Manufacturer narrative:
Notification was received that a saiph revision right knee was planned for (B)(6) 2019. No device investigation is possible at present as the device remains implanted, however a review of the device history record relating to the manufacture of part 193-027 lot 216061 was performed which confirmed that no nonconforming product was released.

Event description:
A notification was received that a revision of a right knee (saiph) was planned for (B)(6) 2019, (B)(4).

Manufacturer narrative:
Notification was received that a saiph revision right knee was planned for (B)(6) 2019. No device investigation is possible at present as the device remains implanted, however a review of the device history record relating to the manufacture of part 193-027 lot 216061 was performed which confirmed that no nonconforming product was released. On 01oct2019: additional information was received on 26sep2019 which stated that the procedure was performed on (B)(6) 2019. It was reported that the patient had a fall in a trench and an initial tkr arthroscopy did not help the pain and swelling. Surgery performed on (B)(6) 2019 implanted a patella 23mm (190-110 saiph cemented patella 23mm, lot 214468 expiry date 2026-01-01); no device was explanted. It was reported that the patient was feeling better with no complications.

Event description:
A notification was received stating that a revision of a right knee (saiph) was planned for 08aug2019, per (B)(4).